Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had discomfort on the tissue where the generator was placed. The patient underwent a procedure where the ipg was explanted. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient had discomfort on the tissue where the generator was placed. The patient underwent a procedure where the ipg was explanted. No device malfunction was suspected.